Manufacturer narrative:
Correction d6b: explant date was missing from previous report. The event of unable to enter MRI mode - dead ipg was reported to abbott. The patient is unable to set ipg to MRI mode. The patient lost their charger and the battery became inoperable. The patient's ipg was explanted and replaced due to patient failing to charge their device. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on one lead. The investigation was unable to determine which lead attributed to this issue. The patient also did not charge their ipg as recommended and thus, the ipg became inoperable. Surgical intervention was undertaken and the ipg was explanted and replaced. Further surgical intervention may be pending for the patient's lead.